Manufacturer narrative:
This report is submitted on june 6, 2022.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a migration of the electrodes and no auditory responses. There are plans to explant/re-implant the device. The implant remains in-situ.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.